Event description:
In 2008, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. As reported, the device was inserted using a 20fr cook keller-timmermans introducer sheath, and the distal end of the device deployed inside the sheath. The device then migrated two to three centimeters distally and covered the patient's superior mesenteric artery. The device was explanted with minimal incision, and vascular graft replacement was not performed. Another gore tag thoracic endoprosthesis will be implanted at a later date.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.